Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 069 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during the investigation, a ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from the ¿cs069¿ after reboot, further testing failed due to the alarm. The ¿cs069¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). Unrelated to the original complaint the battery compartment was found to be cracked.